Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and the customer received a continue glucose monitor error 42. Customer's blood glucose was 64-67 mg/dl. Customer reverted to an alternate method of insulin therapy.